Event description:
The user facility reported they experienced a total loss of image during procedure. The image was unable to be retrieved. The doctor decided to move the pt to another room with all new equipment to complete the procedure. The procedure was completed without incident to the pt.